Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number stk-dr-blu serial number (B)(4)/lot number 5197969), being used with the complaint sensor, was returned on (B)(6) 2015. The returned receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the diagnostic chart confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4). It was reported that calibration was not performed correctly. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the glucose reading error symbol shows in the status area. Do not calibrate if the out of range symbol shows in the status area.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient did not calibrate according to user guide specifications. The patient did not report injury or medical intervention.